Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the 60ml syringe is reportedly spontaneously detaching from the 4-way stopcocks. The customer further stated that the physician had experienced difficulty attaching the syringe to the female luer of the stopcock.

Manufacturer narrative:
Section d3 & g1: updated to reflect the correct manufacturing facility address.

Manufacturer narrative:
A device history record of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. A photograph was submitted for evaluation and based on the digital image it was possible to confirm the reported condition; the film and lite sleeves were broken. Although a fed ex label was generated for a return of the physical sample, an actual shipment was never initiated. The potential root cause for the condition is that the material was trapped while sealing the package causing the package to rupture and subsequently resulting in a broken component. A quality alert was initiated to notify to personnel of the condition reported by the customer. A change was made to the inspection level from normal to a heightened level. These changes have been implemented.